Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016. The reporter contacted animas and alleged that the patient's blood glucose had dropped into the low 20 mg/dl range on an unspecified date. No additional information was provided and the pump was not available for troubleshooting. This complaint is being reported as the patient experienced hypoglycemia and the pump could not be rule out as a cause/contributor.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the black box showed unexplained loss of prime on (B)(4) 2016 at 12:45, followed by a manual date change to (B)(4) 2016 at 14:04. Deliveries never resumed. The last bolus delivery was a 10.20 unit ezcarb normal (pump) on (B)(4) 2016 at 08:26. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was exercised for 12 hours with a 2.0 units/hour basal rate; at the end of testing the basal history correctly showed 2.0 units/hour and the total daily dose showed 24.0 units. No errors, alarms or warnings, or delivery interruptions occurred during the testing. Investigators were unable to duplicate the complaint.